Event description:
Customer received a blood glucose result of 87mg/dl. They ate peanut butter and drank some milk. About 20 minutes later they started to feel weak. They were running to the neighbor's house and passed out in the yard. The neighbour found pt and called paramedics. Paramedics received a result of 40mg/dl. The customer was given something to bring up their blood sugar. They were taken to the hosp and they received a result in the 200's mg/dl. The customer was given a sandwhich at the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.